Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. However, based on the additional information, the legal manufacturer speculated the following: it is presumed that the device had been in the use for more than 10 years since it was manufactured and that it was degraded by long-term use, or that it was used when the user was unaware of the instructions on handling, and when dust, soiling, or foreign objects such as the remainder of the chemical solution were attached to the electrical contact point of the video connector.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. The unit was inspected and found to have corroded contact pins/ moisture stains inside the unit. The pip connector was also found to be rusted. The unit had current software version 4.00. The unit passed all other testing. The device was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, the device exhibited a blue tint and no image was observed. The customer reported that the device¿s paddle connection is defective. The image issue has been ongoing. There was no report of patient involvement.